Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed because the patient reported disconnecting during therapy. The cause was determined to be use error. A labeling review found the patient at home guide to be adequate related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 while using the home choice (hc) device during dwell 3. The home patient (hp) stated that he got up to go to the bathroom and his patient line partially disconnected and he just reattached it. The tsr advised the hp to end therapy and start over with new supplies. Since he was half way through the therapy, it was also suggested to perform a manual drain and then end therapy for the night. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.